Manufacturer narrative:
Corrected data: h.4.

Event description:
Healthcare professional (hcp) reported a patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine in the right cheek and 2 ml juvéderm® volift¿ with lidocaine in the right nasolabial fold. Approximately two weeks later, patient was injected with another 1 ml of juvéderm® voluma¿ in the cheek and 1 juvéderm® volift¿ in nasolabial fold. Patient experienced "flushing nl1 right and noise with pain." Hcp reported, "possible necrosis after injection on nasolabial fold." Treatment was provided as adiro 100 (1 week), ciprofloxacino 500 mg 1 each 12 hours (12 days) and varidasa 5 days. It was confirmed that there was no necrosis and only an infection developed, possibly due to nose ring not being removed. Event resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine in the right cheek and 2 ml juvéderm® volift¿ with lidocaine in the right nasolabial fold. Approximately two weeks later, patient was injected with another 1 ml of juvéderm® voluma¿ in the cheek and 1 juvéderm® volift¿ in nasolabial fold. Patient experienced "flushing nl1 right and noise with pain." Hcp reported, "possible necrosis after injection on nasolabial fold." Treatment was provided as adiro 100 (1 week), ciprofloxacino 500 mg 1 each 12 hours (12 days) and varidasa 5 days. Event resolved. This is the same event and the same patient reported under MFR report # 3005113652-2021-00475 ((B)(4)). This emdr is being submitted for the second suspect product, juvederm® voluma¿.